Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The usage history extracted from the equipment and saved in files in excel format, was saved in pdf format. The user reported that the adverse event occurred on (B)(6) 2022. However, the usage record recorded the use of the equipment between (B)(6) 2023 and (B)(6) 2023. Therefore, we used as a basis for the analysis the last programming performed by the user on (B)(6) 2023. At 17:14:38, he programmed a flow rate of 66.67ml/h. For a volume of 1000ml, scheduled at 17:14:29 on the same day. Infusion started at 17:20:15 on 05/14/2023 and ended on (B)(6) 2023, at 05:38:34. The total infused volume was 820.34ml. Total infusion time 12h18min19. Results compatible with the use of the equipment. The infusion was correctly stopped due to detection of air in the line at 05:38:33. We have tested the line air detection alarm and it is working properly. To verify the performance of the equipment, we performed a functional test using the last programming recorded in the history of use. There is no evidence of infusion error in the history of equipment use. The result of the functional test indicates that the equipment is working according to the accuracy specified for it. Unconfirmed technical complaint. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "over infusion / operating unit." According to the customer: "patient's mother reported that npt ended 3 hours ahead of schedule."